Manufacturer narrative:
(B)(6): brief description of complaint: the generator displayed an unknown error code when the device was activated. Analysis conclusion: the reported issue of an unknown error code, which was displayed when the device was active, was able to be confirmed. Although there were no error codes displayed during incoming inspection, review of the error log revealed that 6 error f2 (self-test fault) had occurred. An additional failure was also able to be confirmed. A component failure on the rf board resulted in high output during the power into high impedance load verification testing. If information is provided in the future, a supplemental report will be issued.

Event description:
During analysis it was identified that a component failure on the rf board resulted in high output during the power into high impedance load verification testing. The failure found during analysis; therefore patient information is not applicable.